Event description:
Related manufacturer reference number: 2017865-2024-22406. It was reported that a patient presented with an unspecified sensing issue and a capture issue noted on the patient's right ventricular and left ventricular leads. This confirmed both leads had dislodged. Further intervention was discussed. The patient was stable throughout.